Manufacturer narrative:
The investigation was unable to determine a specific root cause. The customer began using a new lot number of elecsys syphilis reagent, and the issue appeared to resolve. There was no product problem identified. The elecsys syphilis assay performed within specification.

Manufacturer narrative:
The reagent lot numbers were not provided. The cobas e 801 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys syphilis results from the cobas e 801 module. The customer tested samples using two cobas e 801 modules and two different lots of reagent, with all samples resulting as reactive/detected. The results for the same samples using diasorin liaison xl were all non-reactive/not detected. Refer to the attachment to the medwatch for all patient data.